Event description:
It was reported that the 0.2 micron filter used for a total parenteral nutrition (tpn), infusion leaked on a premature patient in the neonatal intensive care unit (nicu). It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Short description revised to remove hospital case number.

Manufacturer narrative:
Additional information added; d.10. Correction: d.11; e.2, e.3 & e.4. *************************************** the customer's report of a filter leak was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. No issue was observed. Visual inspection under magnification of the leaking engagement observed a gap within indicating that the tubing was not fully inserted. During functional testing there was a leak at the engagement of the microbore tubing to the inlet of the filter. Dimensional analysis of the tubing's outer diameter was within specification(s). The root cause was identified as a gap (tubing not fully inserted into filter component) due to operator error during set assembly.

Event description:
It was reported that the 0.2 micron filter used for a total parenteral nutrition (tpn), infusion leaked on a premature patient in the neonatal intensive care unit (nicu). It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the 0.2 micron filter used for a tpn infusion leaked on a premature patient in the neonatal intensive care unit. This event did not harm or impact the patient.